Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent moved proximal on the stent delivery sys (sds) prior to pt involvement. No add'l event or pt info is available.